Manufacturer narrative:
The account declined to repair the bed at this time.

Event description:
The account found the trendelenburg function does not work on the bed. He found the trend linkage bold was not properly adjusted and the trend/CPR valve rubber seat was damaged.